Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detached. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had one band attached. The suture thread contained seven knots, which was still attached to the loop of the trip wire. It has also been fully unfolded from the ligator head and it was not attached to it. The trip wire was secured in the handle. The ligator head was observed under magnification, and both the ligator head teeth and the suture hole were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of suture detached and bands unable to deploy were confirmed. Upon analysis, it was found that only one band was attached in the ligator head, and the suture thread was completely unfolded from it. These suggest that a malfunction of the device may have occurred, and the band was not deployed as expected. It is possible that the functionality of the device may have been affected in some way; perhaps the manipulation or the technique used could have contributed to the reported event. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the band was unable to deploy on the varicose vein. When the device was removed, it was noticed that the suture was detached from the device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the band was unable to deploy on the varicose vein. When the device was removed, it was noticed that the suture was detached from the device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.